Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight unknown / not provided. G4: premarket identification k013227.

Event description:
It was reported malposition of the implant, supracrestal; when the patient came in for rehabilitation, doctor decided to remove the implant. Another implant was placed. Tooth location 46. Irt tip fractured while removing the implant. This complaint refers to the implant removal.